Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that patient had a fall approximately one week ago while she was at home. Patient did not fall on her back but caught herself before falling. Patient stated she had a lot of pain at the battery pocket site. Patient interrogated the battery and did an impedance check. Connections looked great and no abnormal impedances. A reprogramming was done to help provide better pain relief of her typical pain. Patient to keep rep updated with how she feels in the next week or so. Issue resolved at this time. No further complications were reported/anticipated.